Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced both hyperglycemia and hypoglycemia. The customer¿s blood glucose was 451 mg/dl and 52 mg/dl. The customer stated that the insulin pump had slowed down. The customer reported that the blood glucose was 320 mg/l; which then increased to 321 mg/dl. The customer then changed the infusion set system followed by which their blood glucose increased to 451 mg/dl. The customer¿s other blood glucose was 52 mg/dl. The customer also reported 20, 1-3 millimeters long air bubbles in the reservoir. The customer reported feeling sick during normal therapy due to high blood glucose. The air bubbles were removed successfully. The customer declined troubleshooting for high blood glucose since it was due to the air bubbles. The customer stated that their blood glucose was low due to the physical activity. The device will not be returned for analysis.